Event description:
Pt reported erratic blood glucose (50-228 mg/dl) for the past 2 weeks, which they was unable to correct by bolusing. They believe that the device may not be delivering the proper amount of insulin when bolusing. Additionally, pt indicated that the device's buttons may be sticking. No error messages were generated by the device. No treatment was received.